Event description:
It was reported during stent-assisted coil embolization for a wide-necked aneurysm at the acoma was observed, with an aneurysm size of 3.2x3.5mm and a neck width of 2.5mm, the resistance was encountered when advancing the subject stent through the microcatheter. The subject stent could not proceed and encountered similar resistance upon retraction. After withdrawing the subject stent system, the physician did not find the subject stent (it may have been deployed within the microcatheter). Subsequently, a new microcatheter and stent were delivered to the position, deployed, and several coils were released to complete the surgery. The patient recovered well postoperatively, with no discomfort.

Manufacturer narrative:
D10 product available to stryker / returned to manufacturer on ¿ updated h3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was returned with the sl-10 microcatheter as the subject device was found deployed in the sl-10 microcatheter after the hub. Slight deformation was noted to the proximal (closed cell) end of the subject device. All 3 marker bands were present on both ends of the subject device. The stent delivery wire (sdw) was kinked/bent approximately 32cm from the distal end. The as reported ¿stent deployed prematurely during use' was confirmed during device analysis. The remaining reported ¿stent difficult/unable to advance or pullback through catheter' could not be replicated as the stent was no longer loaded on the sdw. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the subject device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the subject device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the subject device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'the physician introduced subject device, after advancing the subject device 5-6cm within the microcatheter, it was found that the subject device could not proceed further, and there was resistance when attempting to retract it. The physician continued to retract the subject device, which was inadvertently deployed in the y-valve. The physician replaced it with another stent and advanced it to the same position within the microcatheter, but it still could not proceed and encountered similar resistance upon retraction. After withdrawing the stent system, the physician did not find the subject device (it may have been deployed within the microcatheter), so the microcatheter was withdrawn together¿. The subject device was returned for analysis in a deployed condition inside the proximal section of the microcatheter. Once removed, the subject device was noted to be slightly deformed at the proximal (closed cell) end. The introducer sheath was returned for analysis and was slightly deformed at the distal end. The stent delivery wire (sdw) was also returned and was noted to be significantly kinked/bent. If the rhv vent cap is not sufficiently tightened, it is possible for the sheath to experience minor inadvertent proximal movement after it has been positioned inside the rhv/microcatheter hub. Proximal movement of the sheath in the hub would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that, during advancement of the subject device to transfer it from the sheath into the proximal end of the microcatheter lumen, the subject device would partially deploy into this gap. The user will then experience increased resistance while attempting to advance the subject device through the microcatheter, resulting in damage to the stent and sdw. Upon realizing this through increased resistance, the user would then attempt to withdraw the subject device. During this action the distal bumper of the sdw slipped through the stent leaving the subject device deployed prematurely inside the microcatheter. This is aligned with the event description and the analysis findings and is one possible explanation for the findings and the available information relating to this complaint an assignable cause of procedural factors will be assigned to the reported event as well as the analyzed, as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to unknown procedural factors during use.

Event description:
It was reported during stent-assisted coil embolization for a wide-necked aneurysm at the acoma was observed, with an aneurysm size of 3.2x3.5mm and a neck width of 2.5mm, the resistance was encountered when advancing the subject stent through the microcatheter. The subject stent could not proceed and encountered similar resistance upon retraction. After withdrawing the subject stent system, the physician did not find the subject stent (it may have been deployed within the microcatheter). Subsequently, a new microcatheter and stent were delivered to the position, deployed, and several coils were released to complete the surgery. The patient recovered well postoperatively, with no discomfort.